Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, complex reg pain syndrome type I, and spinal pain. It was reported that the patient reported sudden shocking sensation to left leg. Impedances showed to be high on contacts 1,3,4,6. No contributing factors were known. It was reported that the patient was programmed on contacts 8-15 with good results.